Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a routine follow-up, high, out of range high voltage lead impedance was observed. In general, the values are stable. The patient will continue to be monitored with follow-ups.